Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 23-jun-2025. Device history record (DHR) review: the lot: 6005514 was manufactured according to the work instruction (wi) 4902100 version 78 on 17-feb-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 23-jun-2025 against harm code, malfunction code no malfunction describe and lot 6005514 and no other more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced an event high blood glucose level the third day of insertion on abdomen. The blood glucose level of the patient was 336 mg/dl and the patient had ketones of 3.5 mmol/l. Also, the patient had headache and vomiting. Therefore, the patient was hospitalized on (B)(6) 2025 for less than twenty-four hours due to high blood glucose level. During hospitalization, the patient received insulin intravenously. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country:united arab emirates.